Event description:
It was reported the (B)(6) noted that on arrival air was evident in the triple lumen catheter affecting the white lumen and the attached smartsite connector. There was a high suspicion of air embolism.

Manufacturer narrative:
Qn#(B)(4).